Event description:
It was reported that the pressure value was abnormal and that it shifted from 150mmhg to 130mmhg after connecting to a patient. The customer tried zeroing again, but the value drifted from 0 to 20 and it was unable to zero. There was no error message observed. In addition, no leakage or kinking was observed on the tubing.

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one single dpt kit with IV set and pressure tubing for examination. Dry blood was found at the distal tubing male connector. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. However, the dpt did not zero or sense pressure on pressure monitor. Zero-offset was also measured unstable. There was a short condition between the #3 circuit and #5 solder joint with excess solder material which caused the values to drift. The root cause has been determined to be manufacturing related. Corrective actions have been implemented and effectiveness monitoring is underway. Lot number was not provided, therefore review of the manufacturing records could not be completed.